Event description:
Edwards received information that this bioprosthetic valve, implanted approximately nine (9) years, was explanted due to unknown reasons. The explanted device was replaced with a model 3300tfx 23mm. Despite multiple follow up attempts with the healthcare provider, the reasons for explant, patient records, and device returned were not released to edwards.

Manufacturer narrative:
Report of an aortic bioprosthetic valve explant after an implant duration of approximately nine years. Despite multiple follow ups with the healthcare provider, no additional information was provided and the device was not returned for evaluation. Therefore, the mechanism or root cause leading to this explant cannot be identified or evaluated at this time. Bioprosthetic failure can be due to multiple factors related to patient condition and intrinsic properties of the valve itself. No information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.